Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the recorded temperatures increased to 50 degrees celsius during ablation. In addition, the contact force measurements were displayed throughout the duration of the log files, and the optical fibers met specifications for cavity distance. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation procedure, a tamponade occurred. While ablating the roof of the ridge, the catheter exited the anatomy and the patient became hypotensive. An echocardiogram and fluoroscopy revealed a cardiac tamponade. A pericardiocentesis was performed to stabilize the patient.